Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed red welts around the pocket and the physician suspected. The physician suspects allergic reaction. A material sample kit was ordered. The device remains implanted. No further information.